Event description:
During a percutaneous coronary intervention (angioplasty), air came in from the stopcock. No air was injected into the patient. There was no report of harm or injury.

Manufacturer narrative:
Device evaluation: the suspect device evaluation has not been completed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.